Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2016 using coolmax, to lower abdomen on (B)(6) 2017 using cooladvantage coolcurve plus, and to lower abdomen on (B)(6) 2017 using cooladvantage coolcurve plus. The patient developed paradoxical hyperplasia (pah/ph) 1month post 3rd treatment. Ph was described as hard, kind of lumpy, indurated with visibly enlarged tissue volume over the treated area. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2016 using coolmax, to lower abdomen on (B)(6) 2017 using cooladvantage coolcurve plus, and to lower abdomen on (B)(6) 2017 using cooladvantage coolcurve plus. The patient developed paradoxical hyperplasia (pah/ph) 1month post 3rd treatment. Ph was described as hard, kind of lumpy, indurated with visibly enlarged tissue volume over the treated area. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (ph).